Event description:
Patient reported the infusion device displayed an e4 occlusion error over the weekend, and she "did nothing" to resolve the occlusion. She experienced a headache and delirium and was hospitalized for hyperglycemia of 35 mmol/l (630 mg/dl). Patient was still in the hospital at the time of the report, and the type of treatment given by the hospital was not provided. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.